Manufacturer narrative:
(B)(4).

Event description:
The pt experienced labored breathing when her implantable neurostimulator was turned on. A MFR's rep described a "panic type feeling" from the pt. The change in therapy occurred following the use of a bone growth stimulator on the pt's neck. Additional info has been requested. A follow-up report will be sent if additional info becomes available.